Event description:
It was reported a clinician performed routine pacemaker interrogation and had difficulty finding green lights and interrogating a medtronic device. After numerous repositions with the programmer head and after ensuring the cord was properly seated underneath the keyboard, the device finally interrogated. A print out was obtained via the programmer. However, once the device completed interrogation, a serious problem was encountered. The clinician turned the programmer off and then turned the programmer on again. She tried interrogating the device again and tried several positions with the programming head. No green lights were encountered again and the device could not be interrogated. On telemetry, clinician verified she saw pacing. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) two printed circuit board assemblies found out of specification.